Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support had the contact perform a system check and the occlusion was possibly related to the cartridge. Reportedly, the cartridge was cracked and the cartridge was in use for 4 days. A new cartridge was loaded to address the event. Additionally, it was reported that there were air bubbles in the infusion set tubing. The contact primed the tubing until air was removed. Blood glucose was 131 mg/dl.